Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/27/2017 - voicemail, 6/29/2017 - voicemail, 6/30/2017 - voicemail (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the vacuum tube was kinked. The tubing was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient injury.